Event description:
Reporter alleged the box of blood glucose monitoring test strip vials did not contain a use-by date or lot number on them. Customer stated the box has an expiration date of 10-2006, however, the MFR's inventory system indicated the use-by date is 06-2006. Through MFR's batch records, the expiration date was verified as 06-2006. No actions were taken or treatment was received reportedly as a result. A request for the return of the suspect device and replacement product was sent.